Event description:
On an unknown date, it was reported that a gore dryseal sheath was inserted for extended use in conjunction with an impella device. On an unknown date, it was reported that the flush port of the sheath broke off and the patient started losing unknown amounts of blood. The patient's status reportedly declined and the patient coded. It was reported that umbilical tape was used to remedy the detachment of the side port. The patient is reportedly doing well. No further information is available.

Manufacturer narrative:
Results - manufacturing could not be performed as the lot number was not available. Conclusion - the root cause of this event could not be determined.